Event description:
It was reported that post transcatheter aortic valve intervention (tavi), a leadless implantable pulse generator (ipg) was implanted in the patient due to complete heart block. Pacing threshold was noted to be high during the procedure. Recapture was difficult and required to apply a higher-than-usual traction force and the device was successfully recaptured. The device was reinserted into the introducer and successfully placed with ideal parameters. The leadlesss ipg was implanted successfully. Post-operatively, a transesophageal echocardiography (tee) confirmed avulsion of the anterior papillary muscle of the tricuspid valve with eversion of the anterior and posterior leaflets. Echocardiography and cardiac consultation confirmed torrential tricuspid regurgitation. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1avr1-delsys ] (serial:(B)(6)). D9: <(><<)>no> medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.